Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii adapter/connector defective/damaged. Self-dislodgment of the heparin junction during infusion with an indwelling intravenous needle as prescribed by the physician.

Event description:
The product batch number is 4109419, and the item number is 383083. The indwelling needle was immediately discarded as required by the hospital, and a small amount of infusion liquid leaked onto the bed after the heparin fell off. No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot # 4109419. 1- the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3- review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of the complained batch is taken for prn torque test, and the test result is within the product specifications. Please see attachment for the test report. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although the prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of the prn falling off cannot be determined as no abnormalities are found in the production process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received for further examination. The plant will continue to track and trend the issue.